Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between of (B)(6) 2022 and of (B)(6) 2023 recorded a slightly fluctuating pacing impedance between 400 ohms and 500 ohms. Furthermore, a highly fluctuating shocking impedance between 55 ohms and 85 ohms with frequent drops to <25 ohms was recorded. The analysis of the provided iegm episodes revealed a poor to non-recognizable far-field signal amplitude. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the shock impedance trends were reaching low values (<25 ohms). There was no evidence of oversensing. It was suggested that the tachy therapies were to be deactivated. Lead remains implanted. Should additional information be received, this file will be updated.